Manufacturer narrative:
The device was not available for evaluation. It was reported a revision surgery was needed to remove all of the creo threaded screws and threaded locking caps (t10-pelvis) with the exception of the iliac screws due to patient infection post operatively. The patient had a fall prior to the revision surgery. No new instrumentation was added at the time of this revision. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed to creo threaded locking cap were removed due to patient infection post operatively.